Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual inspection of the triever16 (t16) revealed a complete separation of the catheter shaft approximately 15.50 inches from the distal end of the catheter. This location approximately corresponds to the length of the 35d pebax section and the coil/braid overlap region. The 35d pebax outer layer, ptfe liner, and stainless steel coil were fully sheared, resulting in a complete disconnection between the proximal and distal segments of the catheter. The catheter most likely separated due to excessive manipulation during use. Application of undue force while advancing or retracting the device against resistance, particularly in tortuous anatomy, can compromise catheter integrity. Manipulating the t16 catheter after being used during in the procedure likely contributed to the observed separation in the returned device. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warnings: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the distal disks into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Excess pressure may result in catheter damage or patient injury." Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a 42-year-old male underwent deep vein thrombosis (dvt) and pulmonary embolism (pe) thrombectomy using inari devices. While the triever16 (t16) was being prepared for another pass, the technician adjusted a bend in the t16 catheter, and the catheter subsequently separated. A new device was opened, and the case was completed without further issues.